Event description:
Related manufacturer reference number: 2017865-2021-39985. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited loss of capture and the right ventricular lead exhibited high pacing impedance. Chest x-rays revealed that the right atrial lead had dislodged due to twiddler's syndrome and the right ventricular lead had a lack of slack. The right atrial lead was removed and replaced and the right ventricular lead was repositioned successfully on (B)(6) 2021. The patient was stable.